Event description:
It was reported that the customer's pump screen was dark and would not turn on, despite multiple troubleshooting steps including pressing the center of the button and plugging the pump into a power source. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support decided to replace the pump, although the customer did not have a backup therapy available and planned to consult a healthcare professional. The customer declined the offer to obtain an out-of-warranty loaner pump.